Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the ligator housing was still inside its plastic packaging, the slack was not taken up, and the loop of the trip wire was secured to the post on the handle. No additional abnormalities were observed during the evaluation of the returned components. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The labeling review found that the device was used in a manner inconsistent with the instructions for use (IFU), which require taking up slack by pulling the proximal end of the trip wire and securing it in the handle slot. Failure to perform these steps can prevent proper engagement of the trip wire mechanism and interfere with band deployment once the ligator housing is installed onto the endoscope. Additionally, the ligator housing being left inside its plastic indicates improper preparation prior to use. Based on the compiled evidence and confirmation that the IFU was not followed, the most probable root cause for this event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned, and during visual inspection it was found that the ligator housing was still in its shrink wrap, the slack was not taken up and the handle does not have evidence that the loop was secured to the post. Based on the evidence, the device code of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up and the handle does not have evidence that the trip wire was secured to the post. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. According to the product analysis performed on the device, it was found that the instructions for use of the device were not follow since the slack was not taken up from the handle slot and the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.